Manufacturer narrative:
(B)(4). The investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The customer reported unable to x-ray, examination time was extended and the physician couldn't do fluoroscopy and exposure during examination. It happens intermittently. There was no injury reported to the patient.